Event description:
The customer reported that his insulin pump was not vibrating. The vibrate mode was reportedly on, but the customer believed it was not vibrating when he would press the act button. A self-test was performed and the insulin pump did vibrate during the vibrate test. The customer also stated his blood sugar whent high twice and he noticed blood in the tubing. He further stated another time his blood glucose was high and there had been a kink in the line of the infusion set. The customer's most recent blood glucose reading at the time of the report was 94 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.this is 1 of 2 medwatch reports regarding this event. Please see medwatch 2032227-2014-67525.